Event description:
The physician intended to implant a 3.0 x 24 mm endeavor resolute rapid exchange (rx) drug-eluting stent to treat a patient. It was reported that a hypotube detachment occurred as the device was being advanced. The device was returned to the manufacturing facility for evaluation and the stent was observed to be damaged. Another device was successfully used. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and slightly damaged. A number of struts on the 8th proximal stent segment were slightly raised and deformed. There were numerous kinks evident along the hypotube. The hypotube had detached 45.7cm distal to the strain relief. Both ends of the hypotube were oval in shape and jagged. The hypotube was kinked 2.5cm and 2.4cm distal and proximal to the detachment site respectively. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results and conclusion: (stent damage, failure to deliver the stent). (Root cause of stent damage and hypotube break was most likely procedural related). (B)(4).